Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the rui (remote user interface/joystick) was not working. The system would be effectively unusable. There is no report of injury or death associated with this event.